Event description:
Olympus was informed that the user facility was not reprocessing the auxiliary water tube in accordance with the directions for use. There had been no report of infection and cross contamination.

Manufacturer narrative:
An olympus endoscopy support specialist has visited this facility and provided in-service training regarding the appropriate reprocessing of endoscopes. The ess emphasized the importance of reprocessing the auxiliary water channel during the in-service. No products were returned to olympus for eval. The device has not yet been returned to olympus for service since 09/08/2012. Olympus instruction and reprocessing manuals provide detailed info on how to reprocess endoscopes. If additional and significant info becomes available at a later time, then this report will be supplemented.